Event description:
It was reported that during a supply change the ilet user pulled too hard on the infusion set (inset), dislodging the spring and rendering the set unusable; a new inset from lot 6013784 was opened and the site change was successfully completed after education on correct deployment and connection. There were no reported adverse clinical effects. Outcomes included no health consequences. Investigation included troubleshooting and user education. Investigation of this case revealed user handling error leading to improper infusion set deployment, with the infusion set spring displaced; the replacement set functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and deployment technique.